Event description:
The user facility reported a fracture with the radifocus guide wire device. Follow up communication with the user facility reported the following information: (1) it was reported when poking the heavily calcified lesion many times with the actual sample which had been formed into a knuckle-like shape, the actual sample was trapped; (2) then became stuck in the lesion; (3) when trying to pull it back, it became fractured; (4) the distal segment a few centimeters in length remained in the lesion; (5) the lesion was pre-dilated with a jackal; (6) the fractured piece of the actual sample was pushed against the vessel wall with a smart stent; (7) it was secured between the stent and the vessel wall; and (8) the patient had some harm, but unspecified.

Manufacturer narrative:
(B)(4): no code available - patient with some harm, unspecified. Results- is based upon the evaluation of the user facility information & the returned sample; is based upon the evaluation of undamaged section of the returned sample. Conclusions - is based upon evaluation of the user facility information & the returned sample; 71 is based upon evaluation of undamaged section of the returned sample. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the actual sample had been fractured and the distal segment was missing. At the end of the fracture the urethane layer was noted to have been stretched by approximately 5 mm in length. The total length measured 1464mm, which indicates that the fractured and missing distal portion should be about 36mm in length based on the specified length of 1500mm for this product. Due to the elongation that occurred on the urethane layer, however, the exact length of the missing portion cannot be determined. Magnifying inspection of the fracture found the urethane layer had been stretched and ripped off with the core wire sticking out through the urethane layer. The lateral phase and cross-section surface of the fracture was inspected under electron microscopy. The urethane outer layer on the fracture was found to have been elongated with the generation of some creases on its surface. The urethane layer was removed for further inspection of the core wire. Electron microscopic inspection of the core wire found that the fractured cross section was flat with the generation of the dimple pattern on the surface. There was no anomaly, such as a scratch, that would trigger the generation of the fracture. The outside diameters of the urethane outer layer and the core wire was measured on the segment adjacent to the fracture and confirmed to be within manufacturer specifications and comparable to those of the current product sample. A reproductive test was conducted: the actual sample was subjected to repetitive 90-degree bending forces on the urethane layered segment adjacent to the fracture till it became fractured and compared with the current product sample. Both samples were confirmed to be comparable to each other. A review of the device history record of the involved product/lot# combination confirmed there were no production related problems. A review of the shipping inspection record of the involved product/lot# combination confirmed that there were no discrepancies in the inspection results. A review of the complaint files confirmed that the involved product/lot# has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely that the actual sample was subjected to some repetitive ending forces and developed metal fatigue on it while it was being inserted into the heavily calcified lesion. Subsequently, when it was pulled back, it became fractured. Any type of guide wire can develop metal fatigue on it and may become fractured. The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by statements such as the following: (1) manipulate the guide wire m slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy to avoid damage to the vessel. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).